Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 03/11/2015 with the following findings: on investigation, the alleged damaged display issue was not duplicated. The pump powered up to the display with auditory and vibratory features. No physical damages were found with the display. No tactile issues were found with the buttons. Unrelated to the complaint, the display screen was observed to have a reddish contrast. The battery compartment was found to have a crack on the left of the grip pad extending from the top of the compartment downward.